Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during cardiac arrhythmia planned treatment/non-emergency treatment. The procedure was delayed (<20 minutes) and it was completed by restarting the system. It was reported to philips that the geometry movements were unavailable. Review of the logfile shows application error: motor assembly error confirming geometry unavailable. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the roll bar intermittently gets stuck at the rail junction while being moved into the working position. To resolve the issue fse performed degreasing and greasing of the mechanism. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete after a restart with less than 20 minutes delay. The procedure was finalized with a minimum delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.